Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm arrived to the customer's site and upon evaluation of the iabp unit, he confirmed and observed the reported error code in the unit's log files. However, when the stm tested the unit, it works to manufacturer's specifications with no issues found. The stm performed all safety, functionality, and calibration checks and all tests passed to factory specifications. The stm was unable to duplicate the reported issue and forwarded the information to the clinical specialist who will follow up with the end user. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a gas leak. It was later reported that the customer has observed a "gas leak in iab circuit" message. There was no patient harm and no adverse event was reported.